Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy due to lead migration. The issue was confirmed via x-rays. In turn, surgical intervention may take place at a later date to address the issue.